Event description:
Literature: falletto e, masin a, lolli p, et al. Is sacral nerve stimulation an effective treatment for chronic idiopathic anal pain? Dis colon rectum. 2009; 52(3):456-462. Summary: this article presents a multicenter, prospective study of 12 patients implanted with a sacral nerve stimulator from 2001 to 2007 to evaluate the efficacy of sacral nerve stimulation on treating chronic severe anal or perianal pain. Reportable event: one patient had the device removed after 23 months because of device failure. Reference literature article with MFR report # 2182207200906412.